Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Lower part of brush head came loose [device breakage]. No adverse event. Case description: a consumer reported when he was using an oral-b rechargeable toothbrush, version unk, in (B)(6) 2014, the lower part of an oral-b brushheads, version unk came loose. He used a second replacement brush head and it came loose at the bottom of the brush head like the first one did.